Manufacturer narrative:
Corrected information provided in d.4 and h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported the cartridge was split during surgery. The procedure was completed with no patient impact. Additional information was requested and received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).